Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted physical damage to the right atrial seal plug. A torque wrench was inserted into the seal plugs. The right ventricular setscrew was present and moved appropriately. The right atrial setscrew was noted to be missing. Laboratory analysis concluded the seal plug damage and missing setscrew was consistent with damage during the lead replacement and explant procedure.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an right ventricular (rv) lead replacement procedure, the setscrew popped out after removing the lead from the device header and would not go back into the device header. The device was explanted and replaced. No adverse patient effects were reported.